Event description:
The manufacturer received information alleging an issue related to a CPAP device. The patient alleged visualization of particles. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on feb 28, 2023 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to visualization of particles in the device. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. Additional allegation was received that the patient has nausea and anxious and the device was not helping his blood pressure. Section h9 recall number was missed to capture in previous report and updated in this report. Section h6 clinical code was updated in this report.